Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: linear opening, delamination of plug strap, flat creases. A leak test was perform and was found one opening. A microscopic analysis identified: a linear sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and total delamination of plug strap disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.